Event description:
The patient reported the pump was removed due to an infection.

Manufacturer narrative:
This report is being filed under exemption, which covers a 2-year retrospective review of reported events involving catheters and events reported by consumers between 2005 and late 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents the previously unreported serious injury events for synchromed pumps; unreported serious injury events for model 8627l18, serious injury events for model 863720, serious injury events for model 863740, serious injury events for model 862718, serious injury events for model pump, 2 serious injury events for model 862618, 2 serious injury events for model 8627l10, serious injury event for model 861618, serious injury event for model 861718, serious injury event for model 862710, and serious injury event for model 8637 for the above time period (all product code lkk). This total includes the event described in this report. (See the attached summary report for a listing of all events.) See scanned pages.